Event description:
It was reported the patient had experienced a ¿lack of stimulation in electrodes 8 and 9.¿ it was further reported the patient felt an electric shock in their neck and sometimes up to their head once or more a day and that it occurred with ¿certain positions of the head/neck.¿ impedance testing was performed and found electrode 8 had an impedance of >20000 ohms and electrode 9 had an impedance of 19044 ohms. The patient was reprogrammed to not use electrodes 8 or 9 as a result of the event. As of four days after initial report, the doctor and patient had decided to proceed with the therapy system as is and ¿not doe a re-operation.¿ the patient was reportedly ¿satisfied with that.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# va0m8ds, implanted: (B)(6) 2014, product type: lead; product ID 977a290, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).